Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: wang, h. Et al (2019), locking plate use with or without strut support for varus displaced proximal humeral fractures in elderly patients, jbjs open access, vol. 4 (3), pages 1¿8 (china). The aim of this study is to compare the clinical outcomes of 3 techniques for the treatment of varus humeral fractures in patients =65 years old using a locking plate (including 2 techniques also involving fibular allografting and 1 technique involving a locking plate alone). Between january 2012 to january 2015, a total of 128 patients (43 male and 85 female) with an average age of 70.5 years (range, 65 to 85 years) were included in the study. The patients were divided into 3 groups on the basis of the treatment method: group a (intramedullary grafting), group b (medial hinge support), and group c (locking plate alone). Surgery was performed using a locking plate (ao philos, titanium 6-aluminum 7-niobium, iso 5832-11) in group b. All patients had an average follow-up of 19 months (range, 12 to 34 months). The following complications were reported as follows: group b: 1 patient had screw cut-out or cut-through and was managed with arthroplasty. This report is for an unknown synthes screws. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).